Event description:
It was reported to philips that the system's flexvision monitor was unable to display, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing cardiac arrhythmia diagnostic procedure. The procedure was completed by moving the patient to another room. The philips remote service engineer (rse) checked the system remotely and confirmed that the system's flexvision monitor was unable to display. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found flexvision on the table module, shows blank screen except error message at the bottom saying 'switching not possible¿, confirming video-switch reconnection failure and dvi matrix switch (wvm) was not reachable by the flexvision pc. The philips field service engineer (fse) checked the system onsite and found that the mediawall failing. To resolve the issue, the fse replaced mediawall and reset the tsm. After replacement the device returned to good working order. He codes were updated based on the investigation outcome.